Event description:
It was reported that the patient received inappropriate shocks due to lead dislodgement. The right atrial lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.